Event description:
During an initial implant procedure, it was not possible to detach the hex wrench from the set screw of the device. A new device was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of the ventricular setscrew remained attached to the torque wrench tip was confirmed. Analysis revealed the v-setscrew became stuck to the tip of the torque wrench and was pulled out of the device through the septum stuck to the wrench tip. This normally happens when the user of the torque wrench makes incorrect wrench insertions. The physician forces the wrench tip down into the setscrew inset with the corners of the wrench tip going down and being wedged into the inset walls. This will stick the wrench in the setscrew inset. When the user pulls the wrench out of the device, the setscrew stuck to it is pulled out of the device with it. This problem is related to the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.

Manufacturer narrative:
The reported event of the ventricular setscrew remained attached to the torque wrench tip was confirmed. Analysis revealed the v-setscrew became stuck to the tip of the torque wrench and was pulled out of the device through the septum stuck to the wrench tip. This normally happens when the user of the torque wrench makes incorrect wrench insertions. The physician forces the wrench tip down into the setscrew inset with the corners of the wrench tip going down and being wedged into the inset walls. This will stick the wrench in the setscrew inset. When the user pulls the wrench out of the device, the setscrew stuck to it is pulled out of the device with it. This problem is related to the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.